Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: flat creases, yellow particles in device inner surface, void >1 mm in non-textured and one curved opening. A microscopic analysis and leak test were performed which identified one sharp opening. Fill inspection was performed and identified no blockage in the valve. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one sharp opening in the side patch bond edge, assessed as unidentified (tear) opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and deflation.

Event description:
Healthcare professional reported a right side deflation and capsular contracture baker grade IV. Device was explanted.